Event description:
A review of service data detected a reportable event. During servicing, charger/modem (B)(4) was found to have a defective power supply. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. Upon eval, the charger/modem power supply was defective. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use the charger/modem did not report any issues.